Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
On (B)(6) 2016, tha revision surgery due to the loosening of the cup was performed. Primary surgery date is unknown at present.

Manufacturer narrative:
The device was not returned for evaluation. An event reporting loosening involving an unknown shell was reported. The event was not confirmed. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of device, operative reports, x-rays, patient history and follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
On (B)(6) 2016, tha revision surgery due to the loosening of the cup was performed. Primary surgery date is unknown at present.